Event description:
On (B)(6) 2012, while on site to address a backwash tank not full message, a field service engineer (fse) found leaky I-beam tubing on the beckman coulter - coulter lh 750 hematology analyzer connected to the [baths] vacuum overflow chamber. The fse found a hole in the I-beam tubing; he replaced the I-beam tubing and flushed the vacuum tubing and vacuum trap. The system was verified per established procedures and results meet published performance specifications. The bath overflow chamber collects any liquid that overflows from the wbc or rbc baths. The baths contain blood, diluent and lyse during operation and cleaning agent at shutdown. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place.

Manufacturer narrative:
The cause of the leak is attributed to a hole in the I-beam tubing of the baths overflow chamber. Bec internal identification number is (B)(4).